Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the extension tubing on a bd nexiva¿ closed IV catheter system with dual port disconnected during insertion. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that the extension tubing on a bd nexiva closed IV catheter system with dual port disconnected during insertion. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of tubing defective/damaged with lot #8187553 regarding item # (B)(4). DHR review was performed on lot number 8187553. The lot number was built/packaged on nfa line #1 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated during build of this lot that not would impact the outcome of the quality of the product relevant to the defect stated in the pir. Review disclosed non-related seven qn¿s were initiated (six in-process and one finish goods) during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Observations and testing could not be performed because units were not received for investigation of this incident. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.